Event description:
Report 2 of 2: it was reported while using bd vacutainer® z (no additive) plus urine tube, an unspecified number of tubes are overfilling causing instrument issues; samples need to be processed manually. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint, showing overfill. A total of 40 retained samples, 20 from each lot number, underwent functional tests for draw volume and all 40 tubes drew within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4225943 and 4326352, for the indicated failure mode: overfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® z (no additive) plus urine tube, an unspecified number of tubes are overfilling causing instrument issues; samples need to be processed manually. There was no other health impact or consequences reported.